Event description:
It was reported that during a endovascular aneurysm repair procedure, a balloon rupture and difficulty removing a catheter occurred. Vascular access was obtained via the brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and non calcified right internal iliac artery. A 10.0x40x135 cm express ld vascular stent delivery system (sds) was successfully advanced across the target lesion. Inflation attempted but the express ld vascular sds balloon did not inflate, leakage was noted and a balloon ruptured occurred. During withdrawal the express ld vascular sds was unable to be removed from the introducer sheath. A cutdown at the femoral artery was performed and a gooseneck snare was inserted, the shaft of the express ld vascular sds was cut and the device was removed outside of the patient's anatomy. No further patient complications were reported and the procedure was completed with a 10-25 135 express ld stent delivery system.

Event description:
It was reported that during a endovascular aneurysm repair procedure, a balloon rupture and difficulty removing a catheter occurred. Vascular access was obtained via the brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and non calcified right internal iliac artery. A 10.0x40x135 cm express ld vascular stent delivery system (sds) was successfully advanced across the target lesion. Inflation attempted but the express ld vascular sds balloon did not inflate, leakage was noted and a balloon ruptured occurred. During withdrawal the express ld vascular sds was unable to be removed from the introducer sheath. A cutdown at the femoral artery was performed and a gooseneck snare was inserted, the shaft of the express ld vascular sds was cut and the device was removed outside of the patient's anatomy. No further patient complications were reported and the procedure was completed with a 10-25 135 express ld stent delivery system.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was received in two sections as a result of a dissection of the shaft. The dissection occurred at 7.3cm proximal to the tip. The stent was crimped on the balloon; however, the proximal end of the stent was damaged and the struts were raised and misaligned. An examination of the balloon found no tears or holes in the balloon. However, due to the condition of the returned device it was not possible to inflate the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).